Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the ok button was underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: during investigation, the original under responsive ok button complaint was unable to be duplicated. The keypad was intact and all the buttons were responsive to user presses. The keypad was removed and there was no contamination found under the contacts. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. Unrelated to the original complaint, the battery compartment was observed to be cracked at the case seal to the left of the bumper pad traveling along the side of the bumper toward the threads. There were also two cracks in the battery compartment above and below the bumper at the threads. Additionally, when the pump was powered on, the display appeared dim and discolored.